Event description:
Physician was placing an IV port. Before introducing it, noted a barb present in the end of the introducer. This was not used - another port and introducer were used and the patient was not harmed.